Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod on the arm. The pod reportedly alarmed twice while wearing the pod for less than an hour. Symptoms reported include hyperglycemia, high ketones, vomiting, lethargic and light headedness. The patient was treated with intravenous fluids and insulin manual injections. Blood and urine tests were also performed at the ER. The patient was prescribed long acting insulin.